Event description:
It was reported that the right atrial lead exhibited noise and an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the lead was burnt in three places apparently caused by electrocautery during explant.